Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The leak was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the leak.

Event description:
It was reported that the procedure was to treat a peroneal artery. A 3.0 x 20 mm armada 14 was advanced to the lesion. When pressurized to 8 atmospheres there was a leak at the hub. The balloon was able to be fully inflated and the procedure was completed at this time. The device was prepped prior to entering the patient. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.